Event description:
It was reported that a recently implanted patient had a follow-up appointment two weeks post-op with choking when drinking water or eating. They left the device off for return to clinic two weeks later. At that next visit, the doctor reported that the patient had been sent to the hospital due to the issues worsening despite the device remaining off. It was noted that the cause of the issues is not certain but believed to be from surgery since the patient was not choking before the surgery. The patient had a g tube put in while he was in the hospital. He was in the hospital for about 12 days. No additional relevant information has been received to date.